Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage was noted. While prepping the device outside of the patient, the physician noticed that a "component of the stent was bent". The procedure was completed with another unspecified device. There were no patient contact.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Bsc ID: a00056134 tw: 368216